Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump fails to power on. Evaluation revealed that the display lens is detached from the pump. There was evidence of a display lens leak and internal moisture damage to the pump.

Event description:
The patient reportedly experienced a blood glucose of hi on the meter (above 600 mg/dl); the patient treated by syringe and blood glucose decreased to 249 mg/dl with small ketones. The reported stated that the patient went to school but the patient's pump was found at home. The reporter was not sure why the patient left without the pump. The reporter stated that when the pump was found it was warm to the touch and would not power on. There is no reported injury due to the pump being warm to the touch. The reporter stated that the patient noticed that the display lens came off the pump; the pump was still functioning otherwise. The reporter stated that the patient did not swim or bathe with the pump but the patient may have wet the bed. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.